Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was revised due to instability. During the revision, it was found that the post of the articular surface had sheared off.